Event description:
The customer reported the system booted with corrupt and/or missing collimator and filament calibrations. These errors will prevent the system from booting to a usable state. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded calibration files and performed a collimator calibration. The system operates as intended.